Event description:
New information received states that programming changes were made. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net with inappropriate ams episodes. The device was oversensing r waves on the atrial channel before they were sensed on the ventricular channel. Programming changes were discussed. Device remains implanted.